Event description:
The customer contacted the siemens customer care center (ccc) and stated that discordant results had been obtained on three patient samples tested for sodium on a dimension vista 500 instrument. The discordant results were reported to the physician(s). It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
The cause of the discordant sodium results is unknown. Siemens healthcare diagnostics, inc. Is investigating this issue.

Manufacturer narrative:
The initial MDR 1226181-2014-00403 was filed on july 29, 2014. Additional information (07/29/2014): a siemens headquarters support center (hsc) specialist evaluated the instrument data, which indicated that either the integrated multisensor technology (imt) probe or an aliquot well had an occlusion. The issue was resolved without service, as samples tested after the three discordant results were obtained were processing and resulting as expected. Proper sample handling practices were discussed with the customer. This instrument is performing according to specifications. No further evaluation of this device is required. Additional information (07/30/2014): the customer provided the corrected results and stated that the corrected results were reported to the physician(s). Correction: section b5 of the initial MDR states that the discordant results were reported to the physician(s). The discordant result for one patient sample was reported to the physician(s). The discordant results for the two other patient samples were not reported to the physician(s).

Event description:
The discordant result for patient sample 671529 was reported to the physician(s). A corrected result was sent prior to the physician(s) reviewing the discordant result. The discordant results for patient samples 671076 and 672311 were not reported to the physician(s). The corrected results were reported to the physician(s).